Manufacturer narrative:
The event occurred in canada. It was reported that the rotflow console displayed "error" during patient treatment. The device suddenly shut off for about 1-2 seconds and immediately restarted. No precipitating factors were noted. The patient flow went down to about 60 ml/kg/min and immediately went back up to 120 ml/kg/min when the console turned back on. The hand crank had to be used and the rotaflow console was replaced without any negative consequences for the patient. No harm to any person has been reported. Since the reported error message led to a pump stop during use and the device has been replaced, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. The patient data was not shared by customer as per alberta health services (ahs) privacy policy. According to the ssu (sales and service unit) dated on 2026-06-18 the device was tested by the local biomed team and the reported failure could not be reproduced. The device passed all safety and operational test. Getinge has advised the customer to perform electrical safety tests on all devices in use at the time of the event. The customer has also been advised to consider replacing the power supply board for the rotaflow console as well as to check all internal wiring connections for proper seating and all grounding cables for tight fitting. Based on the evaluated facts above, an exact root cause could not be identified. However, the failure mode can be linked to the following most possible root causes according to the rotaflow risk management file: (un)intentional stop of the pump, e.g.: - pump stop intervention after technical error (e.g. Pump runaway, error head) - wrong intervention limits - unintended rpm change by user - unintended switch off by user - (accidental) disconnection of mains (plug). The reported failure could not be confirmed. The review of the non-conformities has been performed on 2026-06-16 for the period of 2008-04-25 to 2026-06-03. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2008-04-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, it is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use: if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions: there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on year 2008. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in canada. It was reported that the rotflow console displayed "error-- --" during patient treatment. The device suddenly shut off for about 1-2 seconds and immediately restarted. No precipitating factors were noted. The patient flow went down to about 60 ml/kg/min and immediately went back up to 120 ml/kg/min when the console turned back on. The hand crank had to be used and the rotaflow console was replaced without any negative consequences for the patient. No harm to any person has been reported. Since the reported error message led to a pump stop during use and the device has been replaced, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).